Event description:
It was reported to philips the device therapy delivery test failed. There was no patient involvement.

Manufacturer narrative:
A philips authorized repair bench technician evaluated the device. The issue was traced to a faulty capacitor. The technician replaced the capacitor. The device passed all performance assurance tests and was returned to the customer. There is no indication of a systemic problem. No further investigation or action is warranted.